Event description:
Allergan aesthetics received a report via nbir of a right side "suspected/actual rupture" and change shape/size/style. The device has been explanted and replaced. Capsulectomy/capsulotomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: suspected/actual rupture.

Event description:
Allergan aesthetics received a report via nbir of a right side "suspected/actual rupture" and change shape/size/style. The device has been explanted and replaced. Capsulectomy/capsulotomy was performed.

Manufacturer narrative:
Corrected data: e3.